Manufacturer narrative:
Product complaint #(B)(4). Corrected information: b1, b2, h1 - additional information was received and this event no longer meets reportable serious injury criteria. Therefore, this medwatch report is being voided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided: did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Unknown. Did the patient require revision surgery or hardware removal? Unknown. Patient status/ outcome / consequences: yes. Patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Wound healing disorder. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study? Unknown. Additional information has been requested and received. What is the procedure date (dd/mm/yyyy)? (B)(6) 2024. What does the wound look like? The upper and lower part of the wound has opened. Do you have any pictures of the reaction? No. Did the patient present wound dehiscence? Not clear. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. No, just the wound control. They had decided to granulate the wound. If medication was required, please clarify if it was prescription strength. No. Can you identify the lot number of the product that was used? No. What is the most current patient status? They come to another follow up visit in 4 weeks. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? No, patient had staples at the tha surgery on the other side. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. "They had decided to granulate the wound": please explain what was done, surgical intervention, medication prescribed? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient had a hip procedure on an unknown date in 2024 and topical skin adhesive was used. Post-surgery wound healing disorder. Wound control had decided to granulate the wound. More details need to be further investigated. Additional information has been requested.